Event description:
It was reported that during a sacrospinous fixation procedure, the bullet tip of the suture broke off in the pt. The bullet tip was not retrieved and remains implanted. Attempts were made to locate and retrieve to bullet tip. It was alleged by the facility that the bullet tip remains imbedded with the ligaments of the pt's pelvic floor region.

Manufacturer narrative:
The device remains implanted. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risk associated with surgically implanted materials. The instructions for use states: precautions: "the monodek suture knots must be properly placed to be secure. As with other synthetic sutures, knot security requires the standard surgical technique of flat and square ties with add'l throws if indicated by surgical circumstance and the experience of the surgeon. Avoid excessive handling i.e. Crushing or crimping resulting from use of surgical instruments such as forceps and needle holders. Vaginal mucosal sutures remaining in place for extended periods may be associated with localized irritation and should be removed as indicated. Subcuticular sutures should be placed as deeply as possible in order to minimize the erythema and induration normally associated with absorption. Acceptable surgical practice should be followed with respect to drainage and closure of infected wounds. Discard used needles in appropriate container ("sharps"). This device should be handled and disposed of in accordance with all applicable regulations including, w/o limitation, those pertaining to human health and safety of the environment. Adverse reactions: due to prolonged suture absorption, some irritation and bleeding has been observed in the conjunctiva and mild irritation has been observed in the vaginal mucosa." (B)(4).